Manufacturer narrative:
Depuy still considers this case closed to CAPA. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Additional information relayed that the patient underwent a revision to address alval/soft tissue reaction, metallosis ions cup loosening and elevated metal ions.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Asr revision. Asr xl- right. Reason(s) for revision: alval, metallosis, component loosening - cup. 08 dec 2015 - update - email conf that cup became loose - (B)(6) 2015.